Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and that the pump battery was depleting quickly. Additionally, it was reported that there was "red light flashes" coming from the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.